Event description:
On (B)(6) 2016, the patient experienced significant stinging sensation, redness, and epiphora when using lenses and multi-purpose solution in combination. The patient was seen by an ophthalmologist who prescribed her a topical ointment and two eye drops (cyclopentolate and other is unknown). At follow-up visits ((B)(6) 2016), the patient had severe photophobia. The patient reported eyes felt normal on (B)(6) 2016. On (B)(6) 2016, the optometrist stated the eyes were healthy, but had a temporary reduction in visual acuity. On (B)(6) 2016, the patient's visual acuity resolved. This event has fully resolved and the patient continues to wear daily lenses. This event is being reported in abundance of caution based on the time to resolve, severity of symptoms, and unknown corneal presentation.